Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The facility reported a blood leak once dialysis commenced. They report that it was on obvious blood leak and they were unable to retransfuse blood. The doctor was notified and cbc ordered post dialysis. The patient's approximate blood loss was 200-300 cc's. The patient is doing well and not require any intervention as a result.